Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. Unit was received with missing endcap sticker, minor scratches on the lcd display and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error; however, she indicated that the pump pressed up against her body and may have caused the error. Customer's blood glucose was 140 mg/dl at the time of incident and troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and she agreed to return the product for analysis.

Manufacturer narrative:
Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.